Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded a suspected a discrepant potassium result of 4.5 mmol/l on a patient. There was no patient information, collection, test times available at the time of this report. Method result (units): I-stat 4.5 mmol/l, lab 7.1mmol/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 15-nov-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for 6+ cartridge lot k21080.